Manufacturer narrative:
Product analysis: the evercross pta balloon was returned to medtronic investigation lab for evaluation. The device was returned hooped in its shelf carton. A 20ml water filled syringe was used to flush the device and a steady stream of water was observed exiting the tip. A 0.035¿ guidewire was loaded through the tip and exited the hub without any difficulty. An indeflator with pressure gauge was used to inflate the balloon, but no pressure could be maintained. A microscopic inspection of the balloon revealed a pinhole leak approximately 27mm from the proximal marker band. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: no intervention required for removal. The device was safely removed. No vessel damage noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use the evercross pta balloon during procedure to treat a moderately calcified lesion in the mid left su perficial femoral artery with 70% stenosis. There was no vessel tortuosity and the vessel was ectatic. The artery diameter was 7.5mm and lesion length was 300mm. A non medtronic 6fr sheath and 0.035'' guidewire were used. No embolic protection was used. The balloon was inflated with a non medtronic inflation device. Contrast inflation fluid was used. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. Device was prepped per IFU. The device did pass through a previously deployed stent. No resistance was encountered advancing the device. It was reported that the balloon burst at 12 atm after 2 inflations. All fragments were retrieved. The procedure was completed with another evercross balloon with no issues. No patient injury reported.